Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose level was 505 mg/dl. Elevated blood glucose was addressed with a correction bolus via manual dose injection.